Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a distal femoral replacement with an mrh baseplate when the circulating nurse passed the mrh tibial baseplate size small 1 to the scrub nurse in the sterile field. When the scrub nurse peeled off the inner blister to expose the implant, a white substance was discovered on the implant. Opened size 2 small and repeated steps and again noticed a foreign substance on the size 2 as well. Ultimately the surgeon implanted the original size 1 in the patient and completed the case.

Manufacturer narrative:
An event regarding packaging damage involving an mrh baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: the subject device itself is unremarkable the type of damage observed on the unit carton would indicate excessive/inappropriate handling. The inner skin pack has scuffing marks on its inside, consistent with relative movement between the device and its packaging. There is no evidence of the alleged foreign white substance but it was most likely plastic debris particles formed as a result of the scuffing between the device and the plastic skin pack. -medical records received and evaluation: not performed as the event relates to a packaging issue and no adverse consequences to the patient were reported. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: based on review of the packaging, the type of damage observed on the unit carton would indicate excessive/inappropriate handling which may have caused the relative movement between the device and its packaging resulting in the scuffing marks observed in the skin pack. There is no evidence of the alleged foreign white substance on the device itself which could have been removed during the decontamination process. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was doing a distal femoral replacement with an mrh baseplate when the circulating nurse passed the mrh tibial baseplate size small 1 to the scrub nurse in the sterile field. When the scrub nurse peeled off the inner blister to expose the implant, a white substance was discovered on the implant. Opened size 2 small and repeated steps and again noticed a foreign substance on the size 2 as well. Ultimately the surgeon implanted the original size 1 in the patient and completed the case.